Event description:
A customer reported that they were not feeling well. They did a blood sugar test with the elite system and rec'd a result of 162 mg/dl. This result was obtained at approximately 11 am. The customer did not feel that they were this low because they had symptoms of high blood sugar-thirsty etc. They went to the hosp and a blood sugar in the 400 mg/dl was reported (method unknown). While on the phone a review of the system was conducted. The customer was using an expired log of control solution. Also they were using reagent strips lot number a1k05ff101 with an expiry date of 04/2003. A request was made to return the entire system including the reagent for eval. In the meantime, a replacement unit was provided.